Event description:
The customer reported a leak from the mixing chamber of the coulter lh 780 hematology analyzer. The customer stated that the instrument also generated differential voteouts on quality control (qc) during the event. The customer indicated that approximately 1 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eyeglasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The customer found and repaired a leak from the stabilyse line on the differential mixing chamber prior to the fse's arrival. The fse discovered that the pressure supply line to the differential mixing chamber was leaking air. The fse replaced the pressure supply line to resolve the air leak and verified the repair as per established procedures. Failure mode of the event is attributed to the stabilyse line on the differential mixing chamber and an air leak on its pressure supply line. (B)(4).